Event description:
It was reported that a malfunction code, malf 12, appeared on the customer's pump. This issue caused the customer's blood glucose level to rise to 524 mg/dl. The customer resolved the high blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support worked with the customer to reset the pump, clearing the malfunction code. The customer was advised to continue using the pump and to contact support if the issue recurred.